Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia (nsvt) at 235 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The patient was admitted to the hospital following treatment and was to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient ended use to receive an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor, (B)(4): 02/2014 - reuse; electrode belt (B)(4): 10/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.